Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 36 year old male patient had hernia repair surgery on or about (B)(6) 2013. During hernia repair surgery, surgeon implanted a strattice mesh. The records indicate this is a 13 x 6 acelity strattice mesh. After surgery, because the patient returned to the hospital on or about (B)(6) 2013, for a revision surgery. No other information was provided.